Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a proximal pressure sensor range error alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer of the suggested repair for the proximal pressure sensor range error alarm. The customer cycled the power and performed a successful performance verification test (pvt) on the device. The customer confirmed that the device was being returned to service. In a good faith effort (gfe) response from the customer received on (B)(6) 2024, it was confirmed that the proximal pressure sensor range error occurred while in clinical use, but the patient information was unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.